Event description:
During a routine replacement of an implantable cardioverter defibrillator (ICD). This pt's leads were removed from service because of "suspected insulation breaks". The leads were capped & remain implanted.